Manufacturer narrative:
One infusion pump was returned for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event physical inspection of the pump found it to be in good physical condition. A cassette was attached to the device and ran with no issues. The reported customer complaint could not be verified.

Event description:
Information was received that a smiths medical cadd legacy infusion pump was alarming "wrong cassette".

Event description:
Additional information received: occured during testing, no patient involvement.